Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent balloon kyphoplasty. Intra-op, balloon ruptured upon inflation at only 200 psi and 1.5 ccs of volume. Patient was not allergic to contrast medium. No patient complications were reported as a result of this event.